Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The female patient reported experiencing alarms on the infusion pump indicating that medication was not being infused; however, the specific alarm code was unknown. Upon receiving the alarm, the patient was able to switch to a backup pump and continue the infusion. The patient also reported ongoing extremity pain and stated they were taking unspecified pain medication for symptom management. The infusion was a continuous, life-sustaining IV infusion of remodulin administered via a cadd solis pump for the treatment of pulmonary arterial hypertension. The reported product issue occurred while the device was in use with the patient; however, the issue did not cause or contribute to a patient or clinical injury. There was no delay in therapy.